Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, a faradrive steerable sheath was selected for use. The sheath was prepped and versacross connect was used for transeptal. The versacross dilator was removed and the sheath was aspirated, flushed and put on irrigation. A non-boston scientific mapping catheter was then inserted and the physician noticed that the sheath valve was leaking. There was a significant air aspiration into the syringe with each aspiration while the catheter was in. The faradrive sheath was leaking fluid from the hemostatic valve. It was attempted to re-insert and aspirate with nothing in the sheath, re-attaching to irrigation. Due to the risk of air ingress, the sheath was replaced and the procedure was completed. No patient complications occurred. The device is not expected to be returned for analysis.